Manufacturer narrative:
(B)(4).

Event description:
Received info from hcp that post-operatively when device was interrogated, both times were high impedances >4000. This was noted on all combos with #8, c-8=4258, 8-9=3483, 8-10=4677 and 8-10=4677, all other combos were normal. Impedances were not checked intra-operatively because pt had normal impedances and good therapy going into the procedure and it was just an ins change out. Patient's previous therapy was programmed using the #8 contact, c+8-, 4,9v, 180us 60hz (dystonia). Hcp is unsure if other programming would be effective for the pt if #8 is not available. Additional info reports pt and his wife had some recharging issues, but this was felt to be caused by incisional swelling and the bandages present. Additional info has been requested and if received, a follow up report will be sent. Reference MFR report # 3004209178201010605.